Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the monopolar yaw pulley and conductor wire cap. The conductor wire cap was not properly seated within the distal clevis as the spatula was articulated along the yaw axis. Additionally, the instrument was found with damaged insulation to the conductor wire near the conductor cap, exposing the bare wire beneath it. Insulation material, that measured approximately 0.06" x 0.03", was missing from the conductor wire and not returned with the instrument. The electrical continuity test was performed, and passed. There were signs of thermal damage at the yaw pulley. Missing material of this nature is most likely to be thermally induced rather than mechanically induced. A review of the instrument logs for the permanent cautery spatula associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2020 on system sh1482, with 6 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product, and/or this event. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the permanent cautery spatula instrument was found to have damage of the conductor wire's insulation and subsequent thermal damage. Damaged conductor wire insulation could lead to inadvertent transmission of electrical current to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The initial reporter indicated that patient demographic information is not available. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 4th usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery wire was exposed, and bare at the tip of the instrument. The procedure was completed with a back-up instrument and there was no reported injury. Intuitive surgical, inc. (Isi) followed-up with the initial reporter, who indicated that arcing was observed intraoperatively. The initial reporter was unable to provide any further information.